Event description:
Baxter 2c8571 tubing was leaking from the distal clave when running an infusion at the [redacted]. [Redacted] is the hospital unit for [redacted]. Baxter pump was being used per protocol for a IV infusion via piv [peripheral intravenous line] in patient's left ac [antecubital]. 250ml/hr for 250ml vtbi. Husband noted puddling on the floor roughly 15 minutes into infusion. It was noted after confirming the piv was patent that the tubing was leaking from the distal clave. Roughly 20% of infusion was lost. Tubing was changed from bag, reprimed and patient received remainder of infusion protocol manufacturer response for IV tubing, (brand not provided) (per site reporter). Notified via electronic notification on [date redacted].